Event description:
The MFR received info of alleging an everflo oxygen concentrator had damage to the power cord. There was no report of patient harm or injury. The device has not been returned to the manufacturer for eval. A follow up report will be submitted when the manufacturer has completed the investigation.